Event description:
From staff: perclose proglide failed on multiple patients at different steps within the process. It seems like the suture is weak and breaks easily around steps 5 and 6 and suture came out completely. The suture also broke several times after a pre close process while trying to tighten the knot.